Manufacturer narrative:
Concomitant medical products: product ID 3093-33, lot# v105576, implanted: (B)(6) 2008. Product type: lead: product ID 3037, serial# (B)(4), implanted: (B)(6) 2008. Product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect. The patient had undergone several reprogramming sessions and at the last appointment in april the nurse practitioner conducting testing and stated that the lead was defective. The nurse did not provide details regarding what about the lead was defective. The patient was told she could either try reprogramming or a lead revision. The patient had reported never having therapeutic effect, but also stated that the therapy helped intermittently with frequency issues. The patient would have to increase amplitude higher for better symptom control, but when she did that she would experience floating and fecal incontinence. The patient would then decrease stimulation and it would take days for her body to normalize. The patient would then have to increase stimulation for urinary control. The patient stated that she had other urinary procedures such as the "mesh", but it was unclear when the procedures were performed. Additional information has been requested, but was not available as of the date of this report.